Manufacturer narrative:
Upon follow up it was reported the cause of peritonitis was unknown (previously not reported). On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. One week prior to receipt of this report, treatment with antibiotics was discontinued. The same day the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The treatment and outcome of the event were not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
The patient was born on an unspecified date in 2000. Should additional relevant information become available, a supplemental report will be submitted.